Manufacturer narrative:
The treating physician noted that he may have caught the capsular bag with his blade, then lens insertion and further manipulation made the tear larger. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A physician reported that during implantation of the light adjustable lens (lal, sn (B)(6), +19.0d) the capsular bag was torn. A vitrectomy was performed. The optic body was placed in the capsular bag and the haptics in the sulcus. Rxsight's first awareness of this event was on 01/24/2024.